Manufacturer narrative:
The customer evaluated the device and isolated the issue to the ac power module. Replacing the ac power module resolved the issue.

Event description:
The customer reported that the unit failed to power up on ac power.